Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation will not be conducted. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient forgot to break the frangible on a luer type solution bag. From the data within the complaint information, the root cause was user error. The patient was also connected during prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check supply line alarms is in progress through (B)(4).

Event description:
During a follow up with the nurse, it was revealed that the issue had been taken care of and that the home patient (hp) is doing fine and continuing therapy. The nurse further verified that the hp is aware of the proper procedures. Per nurse, the hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No further information was provided.

Event description:
During troubleshooting a check supply line alarm with the homechoice (hc) machine during prime, the home patient (hp) revealed that she had forgotten to break the bag seal. The technical service representative (tsr) explained the alarm and advised the hp to re-break the seals. The hp was connected to the patient line. The tsr explained that she should not have be connected. The tsr had her press stop. The hp stated she could not disconnect and stated she had no flexicap. The tsr told her she needed to end the setup and start over with new supplies. The hp disconnected the call. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).